Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with sleep current measurement, active current measurement, displacement test and self test. No button error alarm noted upon testing. No battery alert noted during testing. Device received with cracked case and cracked case-corner of belt clip rails. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had keypad anomaly and blank display. The customer¿s blood glucose level was 8 mmol/l. The customer reported that there was no response from any button. It was reported that they had blank display and troubleshooting was performed and was advised to insert a new battery and display returned. It was reported that the display was frozen and they had crack on the back of the insulin pump . The customer reported that the time clock was not advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.